Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascys0137 showed no other similar product complaint(s) from this lot number.

Event description:
Client reports presence of foreign body at needle tip.